Event description:
Follow up information received reported that the patient was seen by their physician in (B)(6) 2013 for the dehydration issue. The physician could not rule out the issue was related to the implantable neurostimulator (ins) but due this, the system was explanted. The explanted components were then sent to the pathology department and it was unknown it they were to be returned to the manufacture for analysis. It was noted that the pathology report did not show "anything out of the ordinary". If additional information is received, a follow up report will be sent

Event description:
Additional information received reported that the patient still had concerns with their device or therapy. It was stated that the patient was working with their health care provider to resolve the issue. The patient had an appointment with a new doctor scheduled for (B)(6)-2013. It was also stated that the patient had not sought further help with their device. Further information has been requested. If more information becomes available, a follow up report will be sent.

Event description:
It was reported the patient was hospitalized for dehydration. It was stated the patient had suffered from dehydration related to their bladder issues. Additional information has been requested, a follow up report will sent if additional information is received.

Manufacturer narrative:
Product ID 3093-28, lot# v449145, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).